Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. (B)(6).

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "pain in the right breast, seroma," and "capsular contracture, baker grade iii."